Event description:
As reported, approximately 5 years post op initial right tsa, this 68 y/o female patient's right knee was revised due to instability. Glenoshere, locking screw , liner , adapter tray and torque screw were changed. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain x-rays/photos. Product not returning - disposed by hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4889713 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 4804237 315-35-00 - glnd kwire. 4917471 315-35-00 - glnd kwire. 5068769 320-01-38 - equinoxe reverse 38mm glenosphere. 5092937 320-10-00 - equinoxe reverse tray adapter plate tray +0. 5014300 320-15-04 - rs glenoid plate post aug, 8 deg, right. 4957307 320-15-05 - eq rev locking screw. 5075494 320-20-00 - eq reverse torque defining screw kit. 4923453 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 4988872 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 5012648 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 4550033 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. 8011017076 a10012 - gps implant kit v2.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.